Manufacturer narrative:
Based on the claim against the product by the customer noting clip applier would not clamp normally, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and reported failure was neither replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The clip test was performed twice and passed. Additional observation not reported by site that is not related to the customer reported complaint: after opening the housing, the instrument was found to have a dislodged flush tube guide at the proximal end. The complaint regarding clip application failure was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip applier instrument would not clamp normally. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the event occurred while surgeon was attempting to clamp on a vessel or tissue bundle. The clip used was a large hem o lock. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue was resolved by using a back up clip applier instrument.